Event description:
It was reported that on june 4, 2024, high speed barely works for the hand piece for battery powered driver. The issue was observed during weekly audit. There was no patient involvement. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: a product investigation was conducted. Service and repair evaluation: the customer reported that the hand piece for battery powered driver high speed barely works. The repair technician reported that device does not run in fast forward and reverse mode, motor was rusted, residue on barriers. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Service history record (shr) review: the previous service event for part number 05.000.008 with lot number(s) 008022 has been reviewed. The customer called in a service request for this item on 4-jun-2024 for hand piece for battery powered driver high speed barely works. The item was previously returned for service on 17-nov-2023 due to damaged component. The previous service condition of damaged component is not relevant to the current complained issue of hand piece for battery powered driver high speed barely works.. The manufacture date of this item is 14-jun-2021. The service history review is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.